Event description:
Grievous mishandling of abbott diabetes care urgent product recall. First report to abbott insisted I must do a field exchange. Second report permitted replacement by (B)(6) or (B)(6), as I originally requested. Diagnosis or reason for use: pre-diabetes.